Manufacturer narrative:
Per the clinic, on (B)(6) 2025, the device was explanted and a fistulectomy was performed under general anesthesia. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced scalp itching, irritation and infection (bacterial abscess) at the implant site (specific date not reported). Subsequently, the patient was treated with multiple course of antibiotics (specific type, date and duration not reported), however, the infection reported to be worsen and eventually a fistula was developed. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.